Event description:
The clinician reports the implant was inserted (B)(6) 2010 in ada 8 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: abscess. No further patient complications were reported.